Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, an 840 ventilator's touch screen was blocked. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The medtronic technical support engineer (tse) troubleshot this issue with the customer on the phone and the customer stated that saline was spilled across the front of the unit which got inside the device. The tse recommended to replace the touch frame printed circuit board (pcb). Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.